Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited out of range pacing lead impedances greater than 2,000 ohms. No adverse patient effects have been reported. No further information has been made available at this time.

Event description:
Additional information indicates that the physician will continue to follow this patient closely.

Event description:
Additional information indicates that this product continues to exhibit out of range pacing impedance and now the system has detected an out of range shock impedance. It was reported that the physician plans to continue to monitor this patient at this time.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information indicates that the clinic plans to schedule an appointment with the patient and the device nurse will perform the evaluation. No further information is available at this time.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) defibrillation lead and implantable cardioverter defibrillator (ICD) continued to exhibit high out of range pacing impedance measurements greater than 2,000 ohms. An invasive procedure was performed. The pace/sense portion of the rv lead was surgically abandoned and a new rv pace/sense lead was implanted. The shock portion of the rv defibrillation lead remains in service. No additional adverse patient effects were reported. This product remains implanted and in service.